Event description:
Patient self tester with a therapeutic range of 2.5 to 3.5 inr, reports the following results on her protime microcoagulation system: protime microcoagulation system inr 3.1 on (B)(6) 2010. Laboratory inr 6.6 on (B)(6) 2010. Pt reportedly maintained long term regimen on coumadin 7.5mg without change. Patient was admitted to hospital on (B)(6) 2010 for (B)(6) days with diagnosis of anemia and internal bleeding; patient received 8 units of blood.

Manufacturer narrative:
This MDR submitted on (B)(6) 2010 references (B)(4). Method, results and conclusions: MFR/eval/investigation pending product return from user facility. Itc has requested all data required for form 3500a.